Manufacturer narrative:
Device evaluation: the monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has not received the mcs instrument for failure analysis evaluation. A review of an image provided by the customer shows what appears to be a broken grip or pitch cable; however, the picture is too blurry to confirm which. Refer to medwatch report (MDR) with MFR. Report #2955842-2025-48197 for MDR submission of the mcs tip cover accessory falling inside the patient, requiring retrieval.

Event description:
It was reported that during a da vinci-assisted radical gastrectomy procedure, a broken wire was identified on the monopolar curved scissors (mcs) instrument. Additionally, the mcs tip cover accessory, installed on the mcs instrument, slipped off. The surgeon believed the broken cable caused the mcs tip cover accessory to slip off. The customer retrieved the mcs tip cover accessory using a fenestrated bipolar forceps instrument during the same surgical procedure. Post-operatively, an unspecified test was performed as a routine procedure and everything was reportedly alright. The patient did not return to the hospital due to any post-surgical complications.